Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138550, model: sc-3138-55, serial: (B)(6), batch: 7077509/7078028. Product family: scs-adapters, upn: m365sc9218150, model: sc-9218-15, serial: (B)(6) , batch: 19464700/19781964.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. No further information could be obtained despite good faith efforts.